Manufacturer narrative:
Investigation into the lot in question did not indicate any card deviation. The customer complaint could not be verified, as the sample was not returned to mts. The observed toward and reverse grouping discrepancy is most likely sample related. The root cause of this event is unk.

Event description:
The customer observed a known b positive pt sample that did not react with the reverse a cell in gel. There was no report of pt harm as a result of this event.